Manufacturer narrative:
No patient information provided as no patient was involved in this event. A medtronic representative went to the site to test the equipment and found the collimator control box was not communicating and causing pendant not to initiate 2d & 3d mode. The medtronic representative also found dmc smart terminal not communicating with rotor ctrl box. The medtronic representative replaced the rotor control box and performed an imaging system checkout which passed. System returned to service fully functional. Rotor ctrl box has not been received by manufacturer for analysis.

Event description:
A site representative reported that the imaging system was stuck in ¿initializing please wait,¿ and the motion controller indicator would not complete booting. There was no patient present when this issue was identified.

Manufacturer narrative:
The rotor motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.